Event description:
It was reported that pump displayed cartridge alarm 30 during cartridge loading even though caller followed prompts to remove used cartridge and had not experienced similar alarms with this pump before. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, and pump was already scheduled for replacement due to separate piston retraction issue, so no further action was required and case was closed.